Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of a resolute integrity drug-eluting stent, a dissection seemed to occur due to over sizing of the distal edge. Bailout was successfully carried out with a second resolute integrity drug-eluting stent. The lesion had 90% stenosis and moderate calcification in a moderately tortuous rca. Patient health status post procedure is stable.